Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 1627487-2019-12565. It was reported that the patient was experiencing high impedance and a loss of therapy. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their leads explanted and replaced. Therapy has been restored post-op.